Manufacturer narrative:
There is no additional information for this event as yet. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Upon inspection, it was noted that the insertion tube of the device had scratches and peeling of coating attributed to chemical stress. Adhesive of the distal end was chipped. There was a cut and lifting of the pink coating at the distal end. The device failed the leak test from the channel but there was no fluid invasion. The user¿s complaint was confirmed. There was an irregular appearance of the ultrasonic transducer, associated with chemical stress applied during handling. Wear and tear was noted on the device.

Event description:
As reported for this event, during reprocessing the device had a hole near the distal tip and did not pass the leak test. There is no harm or adverse impact to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device conformed to specifications when shipped and that there were no abnormalities in manufacturing, special adoption, and variations. Root cause for the issue cannot be conclusively determined. Possible causes are as follows: as damage to the forceps channel has been identified with respect to the leak at the tip, it may have occurred due to damage caused by handling of treatment equipment, etc. Injuries to the operation site may have occurred due to external forces or handling by chemicals, because fine scratches and discoloration have been observed. The instructions for use includes the following statements: important information. Please read before use . Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.